Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of right atrial (ra) lead artifact was noted and alert triggered for bipolar high impedance. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. Analysis of the device memory indicated the impedance of the atrial pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Event description:
After further review, it was noted that the ra impedance levels were also undefined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.